Event description:
The customer alleged that the 840 ventilator stopped cycling while on a patient. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event, however, a "vent inop" error code was verified in the ventilator's memory. The unit passed extended self testing. No parts were replaced.